Event description:
Events were discovered on (B)(6) 2023 from a propublica article (published on 06/26/2023). An article titled "inside the secretive world of penile enlargement" stated that several patients had complications as a result of receiving a penuma implant. The article lists several different patients and their experiences. This report will capture the evaluation of (B)(6),' who stated he had undergone five surgeries, including two upgrades, a revision and a removal, and his penis no longer functioned.

Manufacturer narrative:
Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, the removal rate was comparable to rates seen for other silicone implantations and was not considered clinically inferior. Without further information, the cause for upgrades and revision surgeries is unknown and cannot be investigated. Loss of function is a serious adverse event, however does not describe which functions of the penis have been loss: urinary, reproductive, etc. Urinary difficulties and erectile dysfunction are both recognized within the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, as anticipated adverse events. Further information is needed to determined the extent of function(s) lost. The patient, (B)(6),' was not further identified within the article and thus, no medical records were able to be provided for an analysis to be completed. The surgeon that performed the operations was identified as dr. (B)(6). However, lack of identifying information in regards to the procedure and patient information does not warrant the ability to obtain additional information. The device lot number was also not provided, therefore, a device history record review could not be performed. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: https://rdcu.be/dhnb5.